Event description:
On (B)(6) 2009, the patient's mother reported experiencing difficulty inserting the introducer needle of the infusion set headset into the patient's skin. Since stated that there appeared to be a "bur on the plastic", no blood glucose issues were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.